Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used in the hepatic portal region during a percutaneous stenting procedure performed on (B)(6) 2010. According to the complainant, when they tried to insert the guidewire into a drainage tube, they noticed that a 2cm length of the pebax coating of the guidewire tip was peeled off in the bile duct of the patient. They confirmed the fragment under fluoroscopic control. The doctor indicated no concern about the fragment because the fragment had migrated in the duodena. The procedure was completed with another manufacturers guidewire. There were no patient complications reported as a result of this event. At the conclusion of the procedure there was no issue with the patient's condition. This event has been deemed a reportable event based on investigation results which indicated distal tip detachment.

Manufacturer narrative:
Patient's exact age is not known. However, it was noted to be over 18 years. A visual examination revealed that a 2cm section of pebax tip was detached, starting at .5cm from the tip. The pebax tip appears to have been severed. No other defects were noticed to the unit. The od of the wire was measured at three locations and is within maximum od specifications. It was initially reported, and re-confirmed, that a portion of the pebax tip peeled off in the bile duct of the patient. Investigation results indicate the pebax tip appears to have been severed. The condition of the returned unit was not fully consistent with the customer complaint. During manufacturing, the devices are 100% inspected for working length and tip integrity therefore the most probable root cause is caused by other device. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. The instructions for use under precautions and warnings state: "caution: do not use with metal-tip catheters. Withdrawing the guidewire through a metal tip catheter may damage surface of guidewire". This event has been deemed a reportable event based on investigation results which indicated distal tip detachment.